Manufacturer narrative:
The device identifier was not provided. Based on the information provided, it cannot be determined that the alleged achilles tendon debridement, wound deterioration, maceration and pseudomonas infection are related to the v.a.c.ulta¿ therapy system with v.a.c. Veraflo¿ therapy. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: v.a.c.ulta¿ therapy system warnings. Infection wounds: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and v.a.c. Veraflo¿ therapy parameters (for the v.a.c.ulta¿ therapy system). Refer to dressing application instructions (found in v.a.c.® dressing and v.a.c. Veraflo¿ dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and / or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and / or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy or v.a.c. Veraflo¿ therapy should be discontinued. Protect tendons, ligaments and nerves: tendons, ligaments and nerves should be protected to avoid direct contact with v.a.c.® foam or v.a.c. Veraflo¿ foam dressings. These structures may be covered with natural tissue or meshed nonadherent material to help minimize risk of desiccation or injury.

Event description:
On 08-apr-2020, the following information was reported to kci by the nurse: the v.a.c.ulta¿ therapy system with v.a.c. Veraflo¿ therapy was interrupted allegedly due to wound deterioration and pseudomonas. The patient was utilizing normal saline solution. On 17-apr-2020, the following information was reported to kci by the nurse: on (B)(6) 2020, v.a.c. Veraflo¿ therapy was initiated with no prior concerns of pseudomonas. On (B)(6) 2020, the patient underwent an achilles tendon debridement in ambulatory care and v.a.c. Veraflo¿ therapy was re-established. On (B)(6) 2020, v.a.c. Veraflo¿ therapy was discontinued allegedly due to wound deterioration and moderate periwound maceration. On (B)(6) 2020, a wound culture was taken due to concerns with pseudomonas exudate on dressing (packed with dakins post v.a.c. Veraflo¿ therapy). On (B)(6) 2020, the culture came back positive for pseudomonas. The nurse thinks the deterioration happened with the suspected infection and v.a.c. Veraflo¿ therapy discontinuation. The infection was localized with no systemic symptoms. The patient's wound care plan was changed and acetic acid soaks were used and the antibiotic regiment were changed to ciprofloxacin. There were no pre-existing issues to support development of pseudomonas. The patient is compliant. There was no adverse patient outcome and the pseudomonas were treated and cleared. On (B)(6) 2020, negative pressure wound therapy (not v.a.c. Veraflo¿) was initiated and wound is beginning to granulate. The patient required some serial bedside debridements of exposed tendon. No concerns on pseudomonas recurrence at this time. The v.a.c. Veraflo¿ dressing identifier was not provided; therefore, device history record reviews could not be performed. The v.a.c.ulta¿ therapy system identifier was not provided and the device was not returned; therefore, a device evaluation could not be performed.